Manufacturer narrative:
The calibration was last performed on (B)(6) 2025 and it was acceptable. The qc was within customer range on the day of the event. The alarm trace showed multiple abnormal aspiration alarms and sample short alarms which can indicate poor sample quality. The customer noticed that the sample probe had a buildup on its tip. The field service engineer found that the cause was due to the rinse level being too low. He adjusted the rinse level and verified that the sample probe was washing properly. The instrument was performing within specifications. The service actions (adjusting the rinse level) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk gen.3 assay on a cobas c503 analytical unit. Initial result: 38 mg/dl. The sample was auto-repeated because of the initial critical low result. 1st repeat result: 131 mg/dl. The customer repeated the sample twice as the initial and the 1st repeat results did not match. 2nd repeat result: 66 mg/dl. 3rd repeat result: 132 mg/dl. Reportedly, an amended report with the correct result was issued.

Manufacturer narrative:
The glucose hk gen.3 reagent expiration date was not provided. The c503 analytical unit serial number was (B)(6). The investigation is ongoing.